Event description:
It was reported that pump displayed malfunction code 24 after patient had been swimming in the ocean to help sibling. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor on replacement device.